Event description:
An 8 mm diameter x 3.0 cm length bridge assurant biliary stent was implanted into a pt for the endovascular treatment of a left external iliac artery stenosis in 2003. Vessel morphology is unknown, as is the percentage of lesion stenosis. It is unknown if the lesion was pre-dilated. A 6f cordis brite tip sheath was inserted to assist in advancing the stent delivery system to the lesion site where the stent was deployed successfully. Post deployment the bridge assurant balloon was deflated and pulled back into the sheath. It was reported that the physician elected to post-dilate the lesion site. The bridge assurant stent delivery system was advanced to the lesion site to perform post-dilation. It was reported that after post-dilation the stent delivery system balloon failed to deflate. The balloon was reportedly advanced into the aorta where the physician successfully used the back end of a guidewire to puncture the balloon. The balloon and delivery system were removed and the pt is reported to be doing well. The stent delivery system was discarded by the user facility.